Manufacturer narrative:
Siemens' investigation into the reported event shows that within the complete time period of the CT examination, from 5:53 p.m. To 6:16 p.m., the scanner worked as specified. No scan aborts or malfunction occurred. The system generated two messages that warned the user of an invalid combination of protocols and a low level of contrast medium. This is normal system behavior after protocol changes. Loading of protocols take some time for calculations and checks, but the system started immediately after finishing such processes. The CT scanner worked as specified and did not cause or contribute to the patient's death. Considering this, no corrective action is initiated. (B)(6).

Event description:
Siemens was notified on february 16, 2016 of the death of a pregnant female patient that occurred on (B)(6) 2016. The customer reported that the patient had suffered serious, multiple trauma and was undergoing CT examination. After trying to load inconsistent parameter combinations (scan protocol), the CT system refused the desired parameter combination. All other loaded scan protocols were performed by the system successfully. However, the customer stated that the patient died as a result of having been seriously injured. This reported event occurred in (B)(6).